Event description:
A facility reported a patient of one of their doctors had a false positive biopsy result. It was felt that the aer had left residual cancer cells on the scope which was reprocessed in the device. A second biopsy had negative results. The caller was of the opinion that the false positive result was not product-related but more than likely was a physician error. However, the caller would not provide the physician's name or any further information. Caller also declined the offered in-service.